Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Information was previously reported in manufacturer's report # 230617155 regarding this patient. Any additional information received will be reported under this manufacturer's report number. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for essential tremor. It was reported the patient had an ins replacement due to the wires becoming disconnected. The caller had no additional information on this event. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_ext lot# serial# unknown implanted: explanted: product type extension: concomitant products updated to include unknown extension, as original report does not specify which "wires" were disconnected. Coding updated. Previous device codes of (B)(4), along with conclusion code 22 were all coded in error. If information is provided in the future, a supplemental report will be issued.